Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure of the probe occurred during the cataract and vitrectomy combination surgery. The surgery was completed on same day by replacing the product. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two probes with tip protectors in a bag were received. Sample 1 was visually inspected and found to be nonconforming with the probe needle broken off. No functional testing could be performed due to the probe needle broken condition. No wear assessment could be performed due to the probe needle broken condition. Sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material inside the port face and on the welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be nonconforming for actuation and conforming for aspiration. The probe was disassembled and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks at bend area on the inner cutter. Gouge marks at several other areas on the inner cutter. The inner cutter was observed to be broken. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation was unable to confirm the reported aspiration failure due to probe needle broken condition for sample 1. How and when the probe needle became broken cannot be determined form this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The complaint evaluation does not confirm the probe had an aspiration failure for sample 2, the evaluation indicates the probe had an actuation failure and broken inner cutter. The aspiration function of the probe was conforming; however, the observed actuation failure and broken inner cutter most likely caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. How and when the inner cutter became broken could not be determined from this evaluation; however, a manufacturing related issue could not be ruled out for the broken inner cutter. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. A non-conformance record was opened to trend the defect of broken inner cutter. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).